Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 600mg/dl at its highest. Correction boluses were delivered and the customer increased their physical activity to address the bg level. A system check was performed and the pump performed as intended. The contact declined to remove their infusion set site to inspect the cannula as insulin deliveries were successfully resumed after the occlusion alarm and no additional occlusion alarms occurred during bolus deliveries.